Event description:
A malfunction was reported with a code identified as malf 16, and there were no notable events prior to the issue. Customer¿s blood glucose level did not exceed 500 mg/dl. Technical support decided to replace the pump, as it was still under warranty, and instructed the customer on how to put the pump into storage mode and return it within 10 days. The customer understood these instructions and planned to contact their healthcare provider for backup therapy since none was currently available.